Manufacturer narrative:
Findings: (B)(4) analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 122 mg/dl. Troubleshooting was done. Nothing further was reported.